Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the second proglide suture had a rail limb suture break. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to 18f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.